Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 measurement is inaccurately high. It was stated the philips fast spo2 on the philips monitor differs from a competitor monitor 1-4 percentage points and sometimes up to over 8-9 points. Simulated testing appears to show this spo2 measurement disparity widens the lower the oxygen saturation. This newly admitted ICU patient had congestion and irregular breathing, which was due to a buildup of secretions, which required suctioning. The patient the monitor displayed spo2 at 99% but the actual spo2 value was 84%; therefore, the patient was desaturating with no alarm being triggered on the philips monitor. In this case, the patient was also being monitored with a competitor monitor, which displayed the correct spo2 of 84%, so the staff was aware of the actual oxygen saturation. It was indicated the spo2 sensor was placed on the big toe or thumb, but the sensor clamp was loose when attached to the patient. Additional information clarified there was no delay in care. Parallel monitoring was in place, so the staff responded and treated the patient appropriately. Based on this information, there was no harm to the patient due to parallel monitoring in place.